Event description:
It was reported that pump triggered repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed the alarms and arranged out-of-warranty loaner pump options, noting that pump warranty had expired.